Manufacturer narrative:
Weight-race: unk. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Cause reported as unknown.